Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic for routine follow-up. No capture at high output was observed. The device was nearing eri and the patient was taken for generator and lead replacement. During the replacement, it was determined the patient likely had a myocardial infarction and was the reason why the ventricular lead had no capture. On (B)(6) 2016, the lead was capped and replaced. Patient was stable after the procedure.